Event description:
It was reported that during insertion of the iab, the guide wire became stuck and couldn't be removed. The guide wire and iab were removed together and another iab was placed successfully. There were no pt complications.